Event description:
Additional information was received indicating the physician alleges a fracture in the lead conductor, although it was not confirmed. No intervention has been performed.

Event description:
During a clinic follow-up, high pacing impedance and an increase capture threshold was noted on the right ventricle (rv) lead. The rv lead will be revised during a routine device exchange. The patient was stable and will continue to be monitored.